Manufacturer narrative:
Unique identifier (UDI) (B)(4). Occupation is lay user/patient. The meter was requested for investigation. The meter has been returned and forwarded for further investigation. The investigation is ongoing and a follow up report will be submitted when the investigation is complete.

Event description:
The initial reporter complained of a display issue with coaguchek xs meter serial number (B)(4). Customer stated the meter display is fading. The customer performed a display check and the bottom portion of the 88.8 displayed is clearly visible but the top portion of the 88.8 is faded out. This issue could cause the misinterpretation of test results. There was no allegation that any test results had been misinterpreted.

Manufacturer narrative:
The customer's meter was received for investigation. Display check had shown faded segments. The meter¿s circuit board was tested for damage or contamination and it was found the printed circuit board (pcb) was contaminated. The root cause is determined to be contamination due to improper handling or maintenance by the customer.